Event description:
The complaint is reported as: the peel away breaks during the process. The vein is lost because of it. The procedure has to be repeated with a new catheter. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the peel away breaks during the process. The vein is lost because of it. The procedure has to be repeated with a new catheter. The patient's condition is reported as fine."

Manufacturer narrative:
(B)(4). Additional information received from the customer: "patients condition is fine. No other complications. The injury they metioned that happened was that they had to re do the procedure. Which means another punction in other place, causing more than 1 punction to the patient and lose of time because they had to repeat the process." Adverse event problem codes have been updated to reflect this additional information received. The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a peel-away sheath split prematurely was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not withdraw dilator until the sheath is well within the vessel to minimize the risk of damage to sheath tip." The IFU also states, "withdraw peel-away sheath until free from venipuncture site. Grasp tabs of peel-away sheath and pull apart, away from catheter, until sheath splits down entire length." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section h.6.-health effect clinical code updated to 4582. Section h.6.-health effect impact code updated to 2199, 4604.